Event description:
I purchased a (B)(4) systems' fasciablaster, mini2 and faceblaster from (B)(6) 2016 through (B)(6) 2017 and used them the way she instructed online in her (B)(6) page and using instructions in her (B)(6) channel. As a direct result of using them, the way she instructed, I was struck down with severe flu like symptoms several times, during which time I was unable to function as a mother/wife, much less a human being, that made me feel like I was dying. I am person who does not get sick often and when I do I get over it quickly without doctor's help. After using the "blasters," I also experienced unnatural lethargy and extreme edema. My lethargy and edema were so severe, I would come home after a few hours of work and collapse in my chair and immediately put my feet up because the swelling was so bad I couldn't even see my ankles. I also experienced for the first time in my life an external hemorrhoid that bled as if I was in my menses. I have had two children (last childbirth was almost 17 years ago) and I have never had a hemorrhoid either internal or external. The bleeding was so extreme, I bled through my clothes and onto the seats I was sitting on. Again, this has never happened to me in my life. Once I found out other women were having negative issues through a support (B)(6) page (not associated with (B)(4) because she censors her (B)(4) page and doesn't allow negative effects to be listed). I realized I was not alone and immediately stopped blasting. Since I stopped blasting (that's what she calls it when you use her blasters). I have had no flu like symptoms, my energy levels have increased (instead of mowing my yard in 8 segments because I was too exhausted to mow it all. I'm now back to mowing normally even in extreme southern heat), and my edema has been greatly reduced, again in spite of extreme southern heat. My bleeding, I has also decreased significantly to where I have minimal, occasional, spotting. I used a method called "crayoning" on my outer leg shortly before I permanently quit blasting that caused me debilitating, excruciating pain. The pain was so severe, I could not drive without pain (it was my right leg) and I could not sleep without taking nightly epsom salt baths and two aleve before bed. If I didn't do those things (bath and aleve), I would toss and turn all night, restless and in pain. Since I stopped blasting, I (on the advice of those in the negative effects (B)(6) group) bought a deep tissue massager and massaged my leg nightly. I can now say I am pain free and have not taken any pain meds for it in several weeks. Since I purchased the bladders in (B)(6), she has since changed her terms and conditions to include negative effects that could happen. The terms and conditions were not sent out via email but were posted on her (B)(6) page in (B)(6). By that time I had already stopped visiting the page due to all my issues and only found out about the change through the negative effects (B)(6) page. This is wrong of her and unethical. Please look into what she is doing and how she is hiding the truth from the unfortunate people who are unaware of the potential negative effects. There are many who say it was and is a godsend for them. I am thrilled they have had no negative effects, yet it's those, like I used to be, who are questioning what's happening to themselves that I worry about. They don't know that what they are doing could potentially harm them or even kill them. "She has said her blasters (fasciablaster, mini2 and faceblaster) are class 1 medical device, then she says they aren't. So, based on they were considered when I bought them class 1 medical device), that's what I will categorize it as below.